Manufacturer narrative:
Exemption number e2015055. Device was received for evaluation; one (1) event was confirmed during testing. One (1) device was found to be affected by corrosion. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device was smoking and sparking. There was patient involvement; no patient impact.